Event description:
It was reported the pt's ipg flipped in the pocket. The pt lost stimulation coverage due to being unable to charge the ipg. The physician explanted and replaced the ipg and revised the pocket. The pt reported receiving effective stimulation coverage postoperative.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.